Event description:
The day prior the pt started to experience drooling, a sensation of his tongue being stuck, and tingling in his left leg. It was noted that at some point, the pt had been wrestling around with friends. X-rays were taken and no problem was detected. The device settings at the time were c+, 1-, 2-, 3-, 2.9v, 90 pw, 185hz. The pt had not yet been evaluated by the healthcare provider. The outcome is unk. Further info is being requested from the hcp.